Event description:
During the procedure, the tip broke off of the distal end of the device and fell into the pt. The tip was retrieved. No injury to the pt or adverse event was reported.

Manufacturer narrative:
The used device was returned with the articulating arm/teflon pad sub-assembly detached. Visual examination under magnification showed damage to the distal tip of the device including the external shaft, actuating shaft, and scalpel blade. The returned device passed functional testing, including testing with a generator console. A review of the device history records revealed all inspections and tests were performed and the device was functioning properly prior to shipment. The cause of damage to the device and root cause of failure is indeterminate.